Event description:
A report was received that the pt underwent a pocket revision. The pt felt the pocket was little tight and was pulling, therefore the physician made the pocket bigger. The pt is reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.